Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via email of high and low blood glucose readings and a button error on the insulin pump. The customer stated that about a month ago, he woke up with rarely lows while sleeping and while going to the bathroom, his blood glucose was high over 200 mg/dl. The customer went to the hospital for bronchitis and influenza. The customer stated that his blood glucose with high and he was hospitalized due to diabetic ketoacidosis. The customer stated that he had to change his batteries every 2-3 weeks. The customer stated that there are scratches on the screen. The customer declined to troubleshoot from 24 hour helpline.